Event description:
It was reported that multiple minimum fill notifications occurred. A new cartridge was loaded each time to resolve the issue. There was no reported adverse impact to the customers blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.